Event description:
Procedure: pneumonectomy. According to the report, the surgeon was using the stapler to fire across the pulmonary vein. However, the sulu locked on the tissue and the jaws could not be opened. The surgeon indicated that he removed the stapler handle and tried a new handle, but it still didn't work. The surgeon, then tried to reengage a handle into the sulu and keep firing the stapler until the handle cracked and engaged the firing rod into the sulu. At the same time, the surgeon clamped shut the sulu jaws so that they were tight onto tissue. Once this was done the surgeon retracted the black return knobs and the jaws did open. At that time, the staple line was good with good hemostasis and there was no tissue damage. Overall it took 20-30 minutes to remove the device from tissue. Postoperatively the pt was doing very well.

Manufacturer narrative:
.